Manufacturer narrative:
A customer quality engineer reviewed the device electronic records and verified two reboots. The cause of the reported issue was determined to be likely due to the expired battery.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The battery 2 was empty and overdue expiry. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.